Event description:
Customer reported intermittent, on-going low blood glucose levels of 35 mg/dl, with the specific cause unknown, which resulted in a visit to the emergency room, where the customer was subsequently hospitalized and admitted to the ICU on (B)(6) 2025. Treatment included IV and saline fluids, which successfully resolved the issue, and no permanent damage was identified by healthcare professionals. The customer has not yet been released from the hospital as of (B)(6) 2025. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.